Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have thermal damage. It had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional findings related to the customer complaint. The instrument was found to have a broken conductor wire within the main tube. The instrument failed the electrical continuity test, confirming complete break in the wire. Thermal damage was located on the yaw pull during original findings. .common causes of broken instrument conductor wire - bipolar include instrument movements, such as grasping, pulling or pitching, which can cause the grip to become dislocated or dislodge and potentially pull the conductor wire out of the routing groove. The probable root cause of the thermal damage observed at the yaw pulley can be attributed to an inadvertent energy application from a monopolar instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the staff at the material reprocessing center identified a burned area at the base of the instrument's jaw, so it was removed from circulation. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.